Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the set screw was found in the connector bore. Concomitant products: 419688 lead, implanted: (B)(6) 2014; a 6944-65 lead, implanted: (B)(6) 2012-12. (B)(4).

Event description:
It was reported that within one week of implant the left ventricular (lv) lead was exhibiting complete loss of capture and high impedance. It was determined that there was an issue with the implantable cardioverter defibrillator (ICD) header or setscrew. The pocket was re-opened and the lv lead easily removed from the port. The lv and right ventricular (rv) leads could not be fully inserted into the lv port of the ICD, possibly due to obstruction. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.